Manufacturer narrative:
(B)(4). Evaluation: method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, a thin layer of pannus lined the cloth of the band with thicker remnants along the outer edge. Radiography showed no evidence of fracture. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis found no defects in the ring that would have affected performance. There was no visible vegetation on the ring. Pannus is generally considered a pt related condition.

Event description:
Medtronic received info that this annuloplasty ring, implanted 1 month, was explanted due to endocarditis.